Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, guide catheter: launcher 6fr al1.0. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint additionally, a review of the complaint history revealed no similar incidents. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to threat a lesion in the mid left anterior descending (lad) artery with mild tortuosity and heavy calcification that was 90% stenosed. Resistance was not felt during the advancement of the 2.25mm x 12 mm trek rx balloon dilatation catheter (bdc) for pre-dilatation and it crossed the lesion successfully; however, during the first inflation, the balloon would not fully inflate when the pressure was increased to 10 atmospheres and held for 20 seconds. A second inflation was then attempted, but the balloon ruptured at 12 atmospheres. A new non-abbott bdc was used for pre-dilatation and the procedure was successfully completed after a stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.